Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer constantly had air bubbles in the tubing even after they remove them or change infusion set. Customer constantly kept saying that they don't trust the pump at all and thinks there is an issue with the pump since they have tried so many different infusion sets and the issue still persists. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed for air bubbles. Confirmed used room temperature insulin. Customer successfully purged air bubbles. No harm requiring medical intervention was reported. Product return for mmt-1885 is not expected.

Manufacturer narrative:
Unit passed self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime fill anomaly noted during testing. No air bubbles or leaking noted in the reservoir tube during testing. No damage noted at the electronic assemblies during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, keypad overlay texture damage and cracked keypad overlay. Prime/fill anomaly (air bubbles/leaking) not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.